Event description:
It is reported that a customer experienced high blood glucose of 413 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer states the settings on their insulin pump was erased. The customer was assisted with programming their pump but the customer did not know their settings so the customer could not be helped with programming the pump at the moment. The customer stated that they will find out what the settings were and will call back to program the pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.